Event description:
The customer observed a fluid leak of 1/2 cup from a coulter lh 750 hematology analyzer. The leak was not contained within the instrument and vent line sensor, vls, diluent error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The customer trimmed and reconnected the tubing to manifold mf13 which fixed the leak and the vls diluent error messages. (B)(4).